Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. Pt who was implanted on (B)(6) 2012 with lcp plate and screws had follow up x-rays on (B)(6) 2012 that showed all four proximal screws were broken. Pt was returned to operating room on an unk date and the hardware was removed. It is not known what the pt was revised to. This is 1 of 5 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.